Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported the hz seems to fluctuate on this unit. The frequency will not go to 15 it will only go to about 14.2 then will fluctuate. Checked the calibrations on the driver controller board and they seem to come in fine but the panel meter seems to fluctuate. Issued replacement panel meter to customer. Patient involvement is unknown.